Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the medium-large clip applier involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument logs for the medium-large clip applier (part number 478053-04/lot number n10210728 0006) associated with this event has been performed. Per the review, the medium-large clip applier instrument was last used for a procedure on (B)(6)2022 via system (B)(4). The alleged instrument had 66 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 via system (B)(4). No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the medium-large clip applier instrument tip was not wide enough to clip. The clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument tip did not stretch enough to clip. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25-may-2022: the medium-large clip applier instrument was inspected prior to use and no damage was noted. The reported issue occurred during vessel ligation and the vessel was less than 10 mm in diameter. Medium-large sized clips were used. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. There was no patient injury and no fragments fell into the patient. No image or video of the procedure was provided for review. The procedure was completed with a back up instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed additional device evaluation for the medium-large clip applier instrument involved with this complaint. The instrument has been further investigated and tested by the failure analysis engineer (advanced failure analysis). The initial findings were confirmed. The instrument was placed on an in-house system and failed the clip test. The housing was then removed and it was found that the screw at the rocker holding the push-pull rod assembly was slightly loose. The loose screw likely caused the push-pull rod assembly to be unsecure and thus, unable to generate enough force complete clip application. The root cause of this is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D15-intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "during clip application, the customer found it difficult to use the medium-large clip applier instrument to apply the medium-large clip". Failure analysis found the primary failure of failed clip test to be related to the customer reported complaint. The instrument was found to have failed the clip test. The instrument was placed and driven on an in-house system. The instrument did not fully close the clip onto the test tubing. The root cause is not determinable/applicable. The instrument will be transferred to engineering for further investigation. Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. Failure analysis information can be found in the following fields: h6 and h10.